Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper bone preparation. The complaint allegation was not confirmed, the device was not received for evaluation, and no evidence of the failure was received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/07/2024, it was reported by a sales representative via email that an ar-3636 fibertak anchor pulled out. This occurred during use in a case with no patient effect. Surgeon drilled and inserted the anchor - took the black tab off the back of then anchor and when she pulled out the inserter the whole anchor came with it. I saw and her hand wasn't on the sutures at all when she pulled it out. We opened a new one and used the same hole and that worked out just fine. Additional information requested.